Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level while in a store and the paramedics were called because she became unconscious. They were able to bring her blood glucose level back up without having to go to the hospital. Customer's blood glucose level was not reported. The device was not returned.